Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, a broken cable was observed on the small grasping retractor instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.